Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that an attempt to issue the medication resulted in the drawer opening normally. No issue was found. The system functioned as intended after the customer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer unable to open. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.